Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) was dispatched to the account. The fsr found that the water inlet valve was open and water was going through the overflow tubing. The fsr replaced the incoming on/off valve and indicated that the system was subsequently performing according to specifications. The risk reduction memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, spread of fire from the equipment, and liberated gases, explosion and implosion. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate instructions regarding electrical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Event description:
The account stated that the millipore system connected to the architect c8000 system overflowed. The customer received a shock when they touched the millipore system as everything was wet. No medical treatment was needed. The customer also noted that the printed circuit cards on the front of the analyzer were wet.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.